Event description:
Inguinal and umbilical hernia repair at (B) (6) hospital in (B) (6). Three laparoscopic mesh repairs were done. I have been treated for problems since that time with no complete recovery. I had a neurectomy on my left side in 2007 at (B) (6) hospital which provided no help and in (B) (6) 2008, I went to (B) (6) hospital in (B) (6) for major surgery to completely redo the hernia repair on my left side. I was in the hospital for 5 days. As of this date, I still have pain and constant discomfort with very little hope of a permanent solution. Diagnosis or reason for use: hernias.